Event description:
On 4/22/92, surgery was performed on this patient torelieve right carotid stenosis. The surgery was performed without any complicaions. The surgery was tolerated well. The patient was discharged on the second postoperative day on no new medicaltion except for tylenol #3. The patient's incision was healing well with no hematoma or infection.on 4/25/92, the patient wasz rushed back to hospital with marked swelling at incisioln site. The patient was rushed immediately to surgery to undergo exploration of the right carotid artery secondary to pist operative hemorrage. The wound was opened and irrigated. The attending surgeon found the above mentioned suture, a 6-0 prolene, to be broken in the mid portion with two end knots firmly in place. The method of suturing had been continuous inlineinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.